Event description:
Devilbiss healthcare was notified of an incident involving an oxygen cylinder via a provider's voluntary medwatch report, which stated that the end user was driving his car while wearing oxygen when someone "flicked" a lit cigarette into his car igniting the cannula. The end user suffered second degree burns to their face and was hospitalized for one day. While the medwatch report identifies the cylinder in the end user's car as having been manufactured by devilbiss, the serial number does not match any devilbiss cylinder and is not in the form that is used to serialize devilbiss cylinders. The provider has not been able to locate or identify the subject cylinder. As part of its complaint review and evaluation process, devilbiss healthcare will file an update if additional information becomes available.